Manufacturer narrative:
Additional information received indicated the permanent pacemaker (ppm) was implanted on postoperative day (pod) 1. The patient was doing well. The patient was discharged without problem.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the third degree heart block post valve deployment cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), no arrhythmia was observed. A 20 mm sapien 3 valve was then positioned. The sapien 3 valve was deployed in a final 60:40 aortic/ventricular (a/v) position as intended. Post valve deployment, third degree av block was noted. Temporary pacing was initiated. The procedure was completed and the patient was transferred with the temporary pacer in place. No actions were taken at the time of the procedure; however, a permanent pacemaker (ppm) implant will be performed at a later date. The native annular diameter measured 19.0 mm by CT. Mild valvular calcification and no aortic root calcification was reported.